Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during withdrawal of the device, the basket and distal end of the sheath detached inside of the scope. As the fragments fell inside of the scope, not intervention to remove them from the patient was necessary. There was no laser being used, and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed a fragment of the distal end of the sheath was detached. The detached fragment was returned; it was approximately 2.2cm long and was kinked. The silver section of the sheath was visibly stretched with the sheath kinked in several locations. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. Functional evaluation noted that when the handle was actuated, the handle would move smoothly but the basket would not open. The silver section of the sheath would move to indicate the wire sub-assembly was stuck in the sheath. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The wire sub-assembly was removed from the proximal end of the sheath and the basket and all basket wires were present and attached. The basket was misshaped and the basket wires were bent. Further examination noted the wire sub-assembly was kinked approximately 1cm from the distal end of the handle cannula and was bent between the splice and basket cannulas. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket. According to the complainant, during withdrawal of the device, the basket and distal end of the sheath detached inside of the scope. As the fragments fell inside of the scope, not intervention to remove them from the patient was necessary. There was no laser being used, and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
(B)(6).